Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds, a lead warning, low impedance, oversensing and noise. It was also reported that the ra lead exhibited elevated thresholds and noise. Both the rv lead and ra lead were initially reprogrammed, then subsequently, explanted and replaced. No patient complications have been reported as a result of this event.